Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2025. Investigation summary: bd received 10 samples and 1 photo for investigation. After review, the first customer photo shows a tube with a stopper with excessive edge material, and the second photo shows two tubes with no visible labels. The 10 returned samples underwent visual inspections for missing labels and defective molded parts. In the inspection for missing labels, three out of the 10 samples failed. In the inspection for defective molded parts, one out of the 10 samples failed. Additionally, 30 retained samples were visually inspected for missing labels, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: missing label and molded part has defects based on customer photo and sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes were missing a label. No adverse impact was reported regarding the patient or user.